Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error and hospitalized high blood glucose readings. The customer's blood glucose reading was 444 mg/dl. The customer's current blood glucose is 600+ mg/dl. The customer treated manually. The customer also had a low reading of 68 mg/dl and treated it with honey. The customer stated that there was a button error. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer will be sent a replacement pump due to button error alert.